Event description:
On (B)(6) 2009, the pt reported that today, she noticed the up and down buttons of her infusion device do not respond while attempting to bolus. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.